Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. Product ID: 388928, lot# 0210632919, product type: lead. Note: the consumer was implanted with two inss and two leads and it was unclear which lead had the infection, so a report was filed on both systems. See also mfg. Report no. 3004209178-2017-00739. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer had an infection of one lead, which was then wrapped in collatamp in surgery on (B)(6) 2016. The consumer¿s medical history included immunology condition, gets infections easily after surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.